Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. The reported event implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed based on the information provided. Available information suggests procedural factors likely contributed to the event. Based on the information provided by the on-site edwards clinical specialist, the physician opted to attempt avp placement after creation of a triple orifice with the initial ace implants, and the slda occurred following the plug attempt, requiring additional ace implants to achieve stabilization. Therefore, the most likely cause of this event is due to operational context. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where an intra-procedure slda (single leaflet device attachment) occurred at the central/lateral ace implant following avp (amplatzer vascular plug) attempt, which failed to reduce the mr (mitral regurgitation). Ace implant was suggested prior. However, the physician chose avp orifice measurement. A third ace implant was placed centrally between the first and second implants. A fourth ace implant was placed laterally to stabilize the slda. Pre-procedure mr was severe. Mr at the time of slda was moderate. The procedure was completed and mr was reduced from severe to moderate.